Event description:
It was reported that during a lobectomy procedure, the device was used to resect the pulmonary vein. The firing trigger was hard to grasp on the way and the device locked out at the first firing. It was the second time using the endocutter for the doctor. The closing lever was released, and the doctor confirmed the knife had not moved until pulmonary vein. The staples of the proximal part were deployed and unformed on the pulmonary vein. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.